Manufacturer narrative:
The investigation has been completed. An evaluation was performed on the cartridge and no failure was identified related to the low blood glucose event. No evaluation was performed for the pump reset as no pump was returned with the cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was 124 mg/dl. The customer changed the cartridge and subsequently experienced a bg level of 42 mg/dl. The suspected cause was unknown. The customer consumed carbohydrates to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.